Event description:
Yesterday we had an issue with 2 needles that were ¿stuck¿ and would not advance. They were both 22¿s. I personally messed with them and there was a defect I had to push and push it was like it was fused/stuck and would not advance. I finally got it ¿unstuck¿ it was an out of package problem. We were able to get the procedure done in the end. The procedure was able to be finished. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? Ans. Lung 11r 2. Please describe the size of the intended target site. Ans. Unknown 3. Was gaining access to the target site difficult? Ans. No 4. Was puncture of the targeted site difficult? Ans. Yes could not advance the needle from the sheath 5. Was force required on insertion of device into scope? Ans. Force was applied after it was removed from the scope to minimize damage 6. Was resistance felt while inserting the device through the scope? Ans. No 7. What is the scope manufacturer and model number that was used? Ans. Fujinon eus-580 8. Was the scope recently service/repaired? Ans. No 9. Was the endoscope in a flexed or twisted position at any time during the procedure? Ans. No. 10. Was the stylet partially removed when advancing the needle into the target site? Ans. Yes. 11. Was the device used in a tortuous position? Ans. No. 12. Are images of the device or procedure available? Ans. No. 13. How many samples were obtained (passes completed) with this needle? Ans. One unable to use, the other several, not sure. 14. Did any section of the device detach inside the patient? Ans. No. 15. Was difficulty experienced while retracting the needle? Ans. No. 16. Was it possible to be fully retract before removing the needle from the patient? Ans. Yes. 17. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? Ans. No. 18. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Ans. On advancement of the sheath/needle. 19. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) ans. No. 20. If not with the device in question, how was the procedure performed and/or finished? Ans. Completed with device 21. Did the patient require any additional procedures as a result of this event? Ans. No. 22. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Ans. . - was the device issue encountered when the device was taken from the package, before use in the patient, or was the issue encountered when the device was used in the patient? Ans. It was in use, we did not try to deploy the needle prior to insertion.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.